Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm resano forceps instrument and completed the device evaluation. The instrument was analyzed and found to have a frayed pitch cable at the clevis hub. Some filaments of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. The was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue.

Event description:
It was reported that the 8mm resano forceps instrument had a broken wire out of the panel.